Event description:
After inserting the anchor into the bone the sutures parted from the anchor. Magnified inspection of the sutures revealed that one was broken and the other was undamaged and had pulled loose from the anchor point.